Manufacturer narrative:
No devices were returned to the manufacturer for analysis. Device manufacturing date is unavailable. Other relevant device(s) are: product ID: 9731203r. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the emitter was not functioning or making any noise when powered on. There was no patient present when this issue was identified.